Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion was not recognized. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to a non-reactive downstream occlusion. As a result, the downstream occlusion sensor, bezel, and seal were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.